Event description:
It was reported when using the bd vacutainer® k2e / k2 edta blood collection tube the tube pushed off. There was no report of impact on patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos in support of this complaint from catalog 368171, lot number 3163711. 90 retention samples were visually inspected with no issues being identified. 10 production lot in-house retention tubes were draw tested; all tubes were within specification limits with no tube push off observed. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported when using the bd vacutainer® k2e / k2 edta blood collection tube the tube pushed off. There was no report of impact on patient or user.